Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine (concentration "750," unknown dose), bupivacaine (unknown concentration and dose), and morphine (concentration "20," unknown dose) via an implantable infusion pump. Indications for use included non-malignant pain and failed back surgery syndrome. It was reported the patient had a refill date on (B)(6) 2015, but was unable to make it to the appointment due to being out of town. The patient thought the alarm date was (B)(6) 2015, and the pump began to alarm in "(B)(6) 2015." The reporter stated the refill date was incorrect because the pump began to alarm a week prior to (B)(6) 2015. Telemetry had not yet been performed. The patient notified her hcp of the reason for the missed appointment. The patient called the clinic on (B)(6) 2015 and the hcp was working on getting the patient a refill the next day. Further follow-up was conducted to obtain pump medication concentration and dose information, patient symptoms, which alarm occurred, if any troubleshooting or interventions were performed, and the patient outcome. If additional information is received, a follow-up report will be sent.